Event description:
The target lesions were located in the proximal, mid, and first diagonal lad, without tortuosity and calcification. The pre-stenosis was 90% and the post-stenosis was 0%. Another co's guide was crossed in the lad lesion, and a bmw universal guide wire was crossed in the first diagonal. Pre-dilated the proximal and mid lesion with another co's dilatation catheter and another co's drug-eluded stent was implanted. The bmw universal guide wire was still in the first diagonal lesion at the time. Then, an attempt was made to remove the bmw universal guide wire from the pt's body, but the tip of the guide wire coil was stretched, perhaps because it became stuck with the stent strut. The bmw universal guide wire was removed from pt's body successfully. No additional event or pt info was available. This is being filed on the returned product evaluation that revealed a separated guide wire.